Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) was not working during use on patient. There was no injury or harm reported.

Manufacturer narrative:
Due to character limitation in e1: full initial reporter name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse checked out pump and found no issues. Device passed all functional and safety tests according to factory specifications. Device was given to customer and cleared for customer use.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected fields - h6(type of investigation).

Event description:
N/a